Event description:
It was reported that there was an issue with the staple line, oozing. The patient did require readmission. Surgeon did a colonoscopy and sprayed a hemostat (fibrin sealant) on the staple line. The hemostat was used to prevent further bleeding. There was nothing untoward about the staple line noted during the operation and no problems mentioned. The patient is doing well. Procedure: right hemicolectomy.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.